Manufacturer narrative:
Other, other text: device evaluation- one sample was returned for evaluation. The device was examined and this showed the tube was bent. The reported issue was confirmed. The problem was determined possibly caused by excessive pressure being applied to the tube during assembly.

Manufacturer narrative:
Device evaluation in progress. (B)(6).

Event description:
It was reported that during a pre-use check, the customer noticed that the cuff component of the portex endobronchial tube was bent. No patient injury or complications were reported in relation to this event.